Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: there was possible damage found on the cutter and it did not provide a complete mesh during testing. The cutter was returned unrepaired to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device is not working before surgery. There was no delay and no patient involvement. Evaluation of this device later found that this cutter failed a cut test. No adverse events were reported as a result of this malfunction.